Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: investigation flow: damage. Visual inspection: the rod cutter (part #: 388.72, lot #: 83p5220) was returned and received at us cq. Upon visual inspection of the device and the picture, it was observed that the distal tip of the cutting edge of the device was broken. The broken fragments were not returned. No other issues were identified with the returned device. Device failure/defect was identified. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint-relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. The complaint was confirmed. The device received was broken. Hence confirming the allegation. Investigation conclusion: the complaint condition was confirmed for the rod cutter (part #: 388.72, lot #: 83p5220). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part number: 388.72. Lot number: 83p5220 (wo# 17277168). Manufacturing site: (B)(4). Release to warehouse date: feb 17, 2021 a review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, patient underwent for a spinal fusion procedure due to unknown reason. During the procedure, the rod cutter fractured while cutting rod. The procedure was completed successfully without surgical delay. Fragments were generated and were removed easily without additional intervention. Patient outcome was unknown. Concomitant device reported: unknown rod (part# unknown; lot# unknown; quantity: 1). This complaint involves one (1) device. This report is for (1) rod cutter this report is 1 of 1 (B)(4).